Manufacturer narrative:
Investigation: one actual sample in open package was received by our quality team for evaluation. Upon visual inspection, clear perforation cut lines were observed; therefore the reported failure cannot be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that before use of the bd 10ml syringe the perforation on the package is not working to tear along the perforation. This compromises the sterile package. The following information was provided by the initial reporter: 10 ml syringe packets are not tearing consistently along their perforations, and very often tearing the sterile envelope in which they inhabit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 10ml syringe the perforation on the package is not working to tear along the perforation. This compromises the sterile package. The following information was provided by the initial reporter: 10 ml syringe packets are not tearing consistently along their perforations, and very often tearing the sterile envelope in which they inhabit.